Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported that the impedances were out of range on contacts 0, 8, 9 and 10. The patient was instructed to reschedule for reprogramming and sensor activation but nothing had been scheduled. No patient symptoms reported. Indications for use include spinal pain and rsd/causalgia-complex regional pain syndrome. If additional information is received, a supplemental report will be sent.